Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced fungal peritonitis and subsequently passed away. The cause of death was reported to be due to pancreatitis. The peritonitis was manifested by abdominal pain. The same day as onset, the pt was hospitalized for the peritonitis. The patient was not on antibiotics or steroids prior to being diagnosed with the fungal peritonitis. Treatment for the peritonitis was unknown (unk). The cause of the peritonitis was unk. On an unk date during hospitalization, the pt experienced pancreatitis, reported to be caused as a complication from the fungal peritonitis. Subsequently the pt died from the event. The pt had not recovered from the peritonitis at the time of death. It was unknown if an autopsy was performed. The pt was not discharged prior to death and dianeal therapy was ongoing until the time of death. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lots h13d30020, h13e31025, h13h08043, and h13e14096. No deviations were found related to this reported condition during the manufacture of any of these lots. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as cmplnt-(B)(4).